Event description:
In united kingdom, patient reported tape not sticking event which was due to heat on (B)(6) 2026.

Manufacturer narrative:
E1: event city: (B)(6).event country: united kingdom.name: (B)(6).country: united states of america.address ¿ line 1: (B)(6).city: (B)(6).city: (B)(6).state: (B)(6).zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site: 8021545.